Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. There was no request for evaluation.

Event description:
The customer reported the device shutting down between breathing treatment. No patient harm reported. Patient information is not available.